Event description:
Customer reported poor image quality due to intermittent inaccurate dosage caused by the technique voltage going too high. No patient injury was reported.

Manufacturer narrative:
Possible aro. A ge representative evaluated the system and replaced the automatic gain control cable. System operates as intended.